Event description:
Dr. Marked spinner but due to the time of application and removal being years apart, complaint falls into loss of integration. Patient d daugherty received implant (rflt rapid ra3510c reflect rapid fixture ø3.5mm x 10 l) on (B)(6) 2020, experienced loss of integration and had the implant removed on (B)(6) 2022, x-rays were provided. Implant replacement was sent to teton oral surgery on (B)(6) 2022.